Manufacturer narrative:
(B)(4). Provided ventilator logs were reviewed. The event log contained one ventilator shutdown (stop of ventilation) from ongoing ventilation which is not preceded by a standby. This shutdown may correspond to the reported event. The shutdown is logged as normal, which implies that the turning off of the ventilator was done by the on/off switch at the rear of the user interface. There are no technical error codes in the logs, indicating no ventilator malfunction. No parts were replaced. The conclusion in the matter is that the shutdown was done by the on/off switch at the rear of the user interface, but how it was done or who did it has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator shutdown when connected to a patient. There was no patient harm. (B)(4).